Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 25 mg/dl, hi (greater than 600 mg/dl), 243 mg/dl, and 362 mg/dl when all tests were performed 2 minutes apart on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No action were reported taken or treatment received. A request was made for the return of the suspect device and replacement was sent.